Manufacturer narrative:
The autopulse lifeband in complaint was returned to zoll on 14 march 2017, for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During a shift check, it was observed that the lifeband alignment tab on the new lifeband (lot# 63423) was detached. There was no patient involvement reported.

Manufacturer narrative:
The primary complaint was confirmed during visual inspection of the returned lifeband. The root cause of the issue is due to a broken/loose male locator of the lifeband.